Event description:
Additional information was received from the patient. It was reported that a new antenna was sent, but that the inability to recharge was not resolved. The patient went to a neurosurgeon at the ¿(B)(6) center for neuromodulation¿ and also met with a manufacturer representative. The patient¿s battery was totally dead, and could not even get the settings to download. The patient was to have surgery on (B)(6) 2016 to replace the battery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. It was reported that the recharger antenna was damaged and had a frayed cord. The wire was exposed and it wouldn't connect to the ins. No out of box failure was reported. No symptoms, patient harm, or medical/therapy problems were reported. The issue began in 2016, maybe in (B)(6) a replacement antenna was ordered. Additional information was received from the patient. It was reported that the patient was unable to charge and saw the reposition antenna screen. The patient could not communicate with another external device and saw the poor communication screen when he attempted to synchronize using the patient programmer. It had been about three weeks since the patient's last successful recharge session. The patient was to follow-up with a healthcare professional. These issues began on (B)(6) 2016. It was noted that the patient would be going to a healthcare facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.